Event description:
The customer reported the coulter lh 500 hematology analyzer leaked about 40 ml of clear fluid around the mixing chamber module onto the counter while running startup. The customer stated the instrument also generated an ambient temperature error. The customer was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced tubing that had come off (detached) fitting at pinch valve (pv52) to resolve the leak issue. The fse also replaced the mixing motor (for mc1) which was not functioning as a result of getting wet from the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).